Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while inserting the second clip into the left ventricle, interaction was observed between the clip and the chordae of the anterior leaflet that led to chordal rupture in the lateral portion of the mitral valve. Once the event was identified, it was decided to remove the clip, and another clip was implanted on the lateral side of mitral valve. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.